Event description:
It was reported that the patient heard an alert and received inappropriate therapy due to a fractured lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary - us FDA MDR product event summary: the full lead was returned in segments. The lead was analyzed and it was found that the distal conductor was fractured/flexed. Performance data collected from the device revealed the lead conductor fractured (in-vivo) and distal portion was flexed. The right ventricular (rv) lead integrity alert triggered due to out of range/high rv impedance pacing, oversensing non-physiologic/sensing integrity counters, and oversensing. It was noted that the patient alert triggered for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The daily pace lead trend data show various spike increases for ventricular pace biimpedance = 494 to 4047 ohms ranging between (B)(6) 2012. The patient alert triggered for lead failure predictor on (B)(6) 2012. Oversensing 15 ventricular non-sustained episodes <(> <<)>=210 milliseconds on (B)(6) 2012, 2 ¿ ventricular fibrillation =170 milliseconds average v-cycle on (B)(6) 2012, 5-lfp high rate-ns <(><<)>= 205 milliseconds average v-cycle between (B)(6) 2012. Sensing integrity counters prior to last session, interference/noise, ventricular short interval count v-sic=14838 counts, in 7.13days, between (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).